Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0236922v, implanted: (B)(6) 2003, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was getting a routine bilateral ins replacement. At the pre-op the impedances were found to be a bit high, but the patient was still receiving therapy. It was reported that the extension may have been compromised before the surgery leading to the high impedances. During the ins replacement normal manipulation of the ins may have caused the remainder of the extension to break. The surgeon was able to find the lead/extension connector block which was reported to have migrated down toward the neck, which is not where the surgeon implants it. Impedance tests were performed after an ins was connected and they were all found to be over 40,000ohms. The surgeon explored the ins pocket and found that the extension had become completely detached. The extension was replaced while the patient was still intubated. A new ins was connected and the impedances went back to normal range. There w ere no symptoms reported. No complications or further complications. [Refer to manufacturer report #3004209178-2017-08020 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.